Event description:
Ous MDR - impedance values > 2000 ohm were reported shortly after the implantation procedure. All other parameters were reported to be in range. After an x-ray check and an echo test no other visual indications of anomalies were reportedly present. When on the following day, threshold values were 5v @ 1.5 ms and also phrenic stimulation was noted, an x-ray reportedly confirmed a cardiac perforation. A lead revision took place and the lead was successfully repositioned.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analysed. The available cardio reports confirmed an increase of ventricular pacing impedance from 533 ohms up to 2689 ohms one day after the implantation procedure. Furthermore the provided x-ray was analysed, which could not exclude a perforation of the heart by the lead. In spite of the available information, no definite conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.